Event description:
It was reported the subject device experienced an image issue (blinded vision) and broken fibers during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from costumer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. Correction on field h8. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lg-bundle of the video cable section is broken, and the light transmission is lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.